Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have intermittently received high results for patient samples tested for ise indirect na, ci for gen.2 (sodium, chloride) and co2-lbicarbonate liquid. The customer provided data for four patient samples that had questionable high results. Of these 4 samples, one had an erroneous initial sodium result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 148 mmol/l and repeated as 134 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer found that water rinse levels were low for the rinse mechanisms. He replaced rinse tubing and adjusted the rinse levels to specifications. The analyzer was operating within specifications. The customer ran quality controls and these passed. No previous complaints of this same nature have occurred at the customer site within the past 12 months. No abnormal product trend was identified for the rinse tubing that was replaced.